Manufacturer narrative:
(B)(6). The lot was manufactured august 18, 2017 ¿ august 22, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photograph showed evidence that the infusor leaked inside the overpouch due to a broken/detached tubing at the junction of the luer. The reported condition was verified. The cause of the broken/detached tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaking into the overpouch. This event was discovered at the hospital prior to use. The location of the leak was not specified. The infusor was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.